Manufacturer narrative:
The biomedical engineer (bme) reported that beds on two different bedside monitors swapped two patients bed names on the central nurse station (cns). No patient harm was reported. The bme sent to for these events to be reviewed by nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 04/05/2023 emailed customer via microsoft outlook for all items under the no information section. Customer replied and provided the patients age, date of birth and gender and the concomitant devices that were involved. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: cu-192ra. Serial #: (B)(4). Device manufacturer data: 04/12/2021. Unique identifier (UDI) #: (B)(4). Model #: cu-192ra. Serial #: (B)(4). Device manufacturer data: 04/15/2021. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that beds on two different bedside monitors swapped two patients bed names on the central nurse station (cns). No patient harm was reported. The bme sent to for these events to be reviewed by nihon kohden.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that beds on two different bedside monitors swapped two patients bed names on the central nurse station (cns). No patient harm was reported. The bme will send in the logs for these events to be reviewed by nihon kohden. More information received on 5/24/2023 from the biomedical engineer was that they had another issue where they had bed name 229a was duplicated and renamed bed 230a. This caused bed 230a to appear on the cns as bed 229a. Bed name 242a was duplicated and renamed bed 236a. This caused bed 236a to appear on the cns as bed 242a. The bme manually changed the bednames back. Investigation summary: upon review of the logs of each product and data from the enterprise gateway, it is assumed that the bed names of the bedside monitors were changed at the same time, and the bed names were changed from the central nurse station. The cns does not record the bed name changing events in its log. However, the cns has a screen that allows the user to change the names of multiple beds and by switching tabs on that screen, communication for changing the bed name occurs. Therefore, after changing the bed names for the bedside monitors on the corresponding screen of the cns, the names of the beds are changed at the same time by switching the tabs on the screen. The customer's biomedical engineer was advised not to change the bed name from the cns itself. Additional device information: model #: cu-192ra. Serial #: (B)(6). Device manufacturer data: 04/05/2021. Unique identifier (UDI) #: (B)(4). Model #: cu-192ra. Serial #: (B)(6). Device manufacturer data: 03/25/2021. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that beds on two different bedside monitors swapped two patients bed names on the central nurse station (cns). No patient harm was reported. The bme will send in the logs for these events to be reviewed by nihon kohden.